Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the day of onset for the peritonitis event. Beginning the day after the peritonitis diagnosis, the patient was treated with vancomycin (vancomycin hydrochloride) 2 grams (route and frequency not reported) for the peritonitis event. Antibiotic therapy with vancomycin was stopped the day after the initial receipt of this report and treatment was switched to maxipime (cefepime hydrochloride) 2 grams (route and frequency not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Hospitalization was reported to be ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient is in her (B)(6) for age. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.